Event description:
This patient experienced pain and unusual sounds that pt had not previously experienced with their cochlear implant. Explantation/reimplantation surgery occurred in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.